Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, abdominal pain, and nausea. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Five days after onset, dianeal therapy was discontinued and the patient was started on hemodialysis therapy. After two days of hospitalization, the patient was discharged. The patient was not yet recovered from the peritonitis. The patient was not retrained on the proper aseptic technique. No additional information is available.